Event description:
It was reported that, "no loosening of components. Slight medial wear on poly according to radiographs. Slight instability of the knee. Slight varus alignment of the tibial component. Dr. (B)(6) chose to remove all implants due to the laxity in extension and the internal rotation of the femur."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk lot # unk description: scorpio cemented baseplate. Cat # unk lot # unk description: scorpio femur cemented right cr. It cannot be determined which, if any of these devices may have caused or contributed to the pt's instability.